Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The insulin pump was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self test, unexpected restart error test and off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was dropped and got exposed to moisture. The customer's blood glucose was 124 mg/dl at the time of incident. The customer stated that there was a constant tone occurring on the insulin pump. The customer stated that they were unable to do anything with the insulin pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.